Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported by the patient's husband that patient died on (B)(6) 2010. He did not communicate the cause of death. The manufacturer attempted to contact the patient's physician for additional information but no further information was obtained. It is unknown if the patient's devices were still implanted at the time of the patient's death. It is unknown if any devices will be returned to the manufacturer for analysis.